Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a probe cover as having foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from switch 1. Furthermore, the foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: gif-ez1500 operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif-ez1500 reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device plastic distal end cover and during repair, foreign material was found in the air/water tube. However, the type of the material or root cause cannot be identified. Consideration on the cause that the material remained in the device: reprocessing was not conducted properly because water tightness was lost due to deformed switch 1. Subsequently, the material was not possibly eliminated. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Feedback to the customer provided: we would like you to handle the device according to instructions for use. Olympus will continue to monitor field performance for this device.